Event description:
Outbound. Patient reports 1 pre filled remodulin cassette was wasted 1 day early last night due to no disposable alarm on both cadd legacy pumps unresolved with troubleshooting. Changing cassettes early about 1 time per week for last month and it is very frustrating. Lot number not provided. No further details provided.